Manufacturer narrative:
Unknown date; reported as two month prior to explant date of (B)(6) 2015. Part manufacture date: 07april2013. A review of the device history record revealed no complaint related anomalies. The device history record shows this device was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal was performed on (B)(6) 2015 due to superior migration of helical blade in femoral head. Original date of implant was unknown; however they were implanted approximately around two months ago. Implants removed without difficulty. Patient was revised to hip prosthesis. Patient had history of high blood pressure, osteoporosis. No surgical delay was reported, procedure was successfully completed and it was unknown whether patient achieved fusion, non-union or mal-union. This is report 1 of 2 for (B)(4).